Event description:
Additional information was received from a foreign healthcare provider via a company representative. The cause of the motor stalls was not determined but suspected to be related to the phone case. The issue was to be reviewed at the next pump refill to determine if issue resolved. The pump remained implanted and still in use. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2025. They were unsure of the cause of the pump motor stalls, but the patient had a magnetic phone case which they kept on their abdomen at times, and they were questioning if this was the cause. Catheter aspiration was completed, and the pump logs were read. Normal catheter aspiration of clear fluid was further indicated. There were no clinical signs of withdrawal reported during stalls. Regarding whether the intermittent motor stalls had been resolved and if not, what other actions were taken or planned to resolve the issue, this was indicated as no. The pump remained implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6a: pump implant date has been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2,000.0 mcg/ml at a dose of 571.9 mcg/day via an implantable pump. It was reported that the patient was seen at an appointment and the hcp found instances of motor stalls in the logs, although the patient did not experience loss of therapeutic effect. The rep was wondering if a magnetic phone case the patient had might be interfering with the pump. Additional information received indicated that the patient was re-educated on the different alarm sounds and advised to keep a log if symptoms worsened or if there were any signs of withdrawal. It was stated that the hospital was also performing a catheter access study. The patient and family were advised to discontinue the magnetic phone case and the patient would be reviewed in clinic in one months' time. Additional information received indicated that the according to the logs, the patient had 9 motor stall instances in the last 4 months. Technical services indicated that they saw that normally, the stalls lasted between 10 minutes and 1 hour. The longest stalls occurred the 23rd of july for about 2 hours and on the 22nd of august, lasting 4 hours. The following was noted: on 2025-05-15 at 4:01 a pump motor stall occurred that recovered at 4:16. On 2025-05-22 at 10:22 a pump motor stall occurred that recovered at 10:27. On 2025-05-28 a pump motor stall occurred at 13:07 that recovered at 13:24. On 2025-07-23 a pump motor stall occurred at 10:52 that recovered at 12:47. On 2025-07-26 a pump motor stall occurred at 3:53 that recovered at 4:20. On 2025-08-11 a pump motor stall occurred at 4:12 with a recovered at 5:15. On 2025-08-22 a pump motor stall occurred at 8:07 with a recovery at 12:14. On 2025-08-24 a pump motor stall occurred at 5:48 with a recovery at 6:07. On 2025-09-04 a pump motor stall occurred at 7:15 with a recovery at 8:08. Code 529 [caution: the pump motor had stalled and recovered. This can be caused by an MRI scan] was also seen.